Manufacturer narrative:
Batch review performed on 08 november 2019. Lot 136205: 30 items manufactured and released on 11-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, 27 items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in complaining of instability caused from a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and liner 1 year and 5 months after primary. The surgery was completed successfully.